Manufacturer narrative:
The device was not available for analysis; therefore, no physical analysis of the product could be performed, and the reported device performance allegations could not be confirmed. A device history record (DHR) review was conducted and found no evidence of deviations or nonconformances in the manufacturing processes; the device was manufactured in accordance with the device master record. A labeling review confirmed that the instructions for use (IFU) include warnings regarding the risks associated with damaged fibers, including potential overheating, separation, or melting, which aligns with the reported observations. Based on the information available and the lack of device return for analysis, the cause that contributed to the reported event cannot be established. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that when fibers were inserted into the unit and the system was in use, the fibers vibrate, causing the tips to break off. There is no further information reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that when fibers were inserted into the unit and the system was in use, the fibers vibrate, causing the tips to break off. There is no further information reported.